Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to e2/e3: reporter occupation is a non-healthcare professional. The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation found rattling due to internal damage to the coupler. Additional findings include poor watertightness due to cracks in connectors and poor image quality (noise) due to cable disconnection. Based on the results of the investigation, it is likely that the following led to the malfunction: the cause of the complaint was linked to the device but unable to trace more specifically. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had coupler looseness. This event was found during reprocessing after an unknown therapeutic procedure. There are no reports of patient involvement.

Event description:
It was reported that the camera head had coupler looseness. There are no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.